Event description:
It was reported that the during the pulse generatar change out procedure, there was an atrial lead warning for low impedance paces. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without the return and subsequent analysis of the complete pacing lead we are unable to fully evaluate the reported event.